Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as pt retained explants. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the hip had dislocated. The physician took out all the components and replaced them. Physician felt original cup was too anteverted."